Event description:
Customer alleged discrepant back to back blood glucose results of 195 mg/dl and 106 mg/dl when testing was performed within 2 minutes on the advantage system. Customer did not treat or act on results. No adverse event was reported. The location in which the testing was performed was not provided. A request was made for the return of the suspect device and replacement product was sent.